Manufacturer narrative:
During technical site visit, the field service engineer (fse) found that the tracker mirror was dirty. The fse cleaned the tracker mirror and aligned the pods. The fse completed system verification and the system is operating within specifications. The root cause is the user did not avoid water or bss (balanced salt solution) contact to the device, specifically the eye tracker. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No UDI required due to this device was out of production prior to the september 24, 2014 UDI regulation date. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported difficulty tracking some eyes. Additional information received states that the tracking difficulties were during treatment. The tracker was turned off to complete the treatments with no patient harm or unexpected outcomes.